Event description:
It was reported that this right ventricular (RV) lead was surgically abandoned due to an unknown product anomaly. A new lead was successfully implanted. No additional adverse patient effects were reported. This RV lead is no longer in service.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable US product data has been included in this report. The lead was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, Boston Scientific has assigned an investigation conclusion code of No Problem Detected.